Manufacturer narrative:
The returned device was evaluated. During evaluation the device started going through menus erratically once powered on. The device was able to obtain readings, but because of the menus jumping around, they were not always visible. Internal visual inspection revealed a crack on the inside of the touchscreen lens. The touchscreen was replaced and the unit functioned as designed.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the radical-7 touchscreen display randomly scrolls though menus when powered up. No known impact or consequence to patient.